Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked reservoir tube lip noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was experiencing high blood glucose over 500mg/d for the past two weeks. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Time, date, basal rates, and bolus wizard settings were correct. It was stated that the customer is manually using the bolus wizard but is not inputting her blood glucose. The customer called back and stated that she is not comfortable with the device and requested a replacement. The caller stated that she switched over her moms supplies after she passed away. She also mentioned being hospitalized in april for low blood glucose and (B)(6) 2012 for non diabetic related issue. No further information was provided.